Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead.

Event description:
The consumer reported since they were implanted back in 2012, they have had an infection almost once every year. It was stated the first infection they had was in the middle of their back where the leads were located. The consumer reported the leads had become infected. The infection was so bad they needed to be under 24/7 care and had someone check on them just in case there was no discharge. It was stated the infection had cleared once the system was explanted. The patient was implanted for spinal pain. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.